Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Interrogation of the device revealed it was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional test found the device to be normal. Based on this information, there was no evidence of premature depletion.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted and replaced prophylactically. The patient was stable.